Manufacturer narrative:
(B)(4). The customer provided one image and one video showing a two lumen PICC catheter. Analysis of the video revealed a leak on the proximal line when being flushed. The customer also returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed on the sample. It was noted that a non-arrow slide clamp was assembled to the distal extension line. Likewise, two arrow slide clamps were assembled to the proximal line. The circumstance on why the slide clamps were misassembled cannot be verified. Visual analysis on the proximal extension line confirmed a hole directly adjacent to the luer hub. Microscopic examination confirmed the hole and revealed that the extrusion material was still present within the luer hub. The outer diameter of the proximal extension line measured to be 0.094", which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the proximal extension line measured 0.057", which is within specifications of 0.055"-0.059" per product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was flushed with lab inventory ars and leaking was observed at the location of the hole on the proximal extension line. A manual tug test confirmed that the proximal and distal extension lines were secure to their respective luer hubs. Manufacturing was contacted as part of this complaint. They confirmed that this failure needs to be further investigated by their facility. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The complaint of an extension line leak was confirmed through analysis of the returned sample. Visual and functional inspections revealed hole on the proximal extension line adjacent to the luer hub. Based on the appearance of the damage, the probable root cause is manufacturing related. A non-conformance was created to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the catheter was inserted into the patient successfully on (B)(6). However, after around 3 months insertion, one of the extension line of the catheter was found leakage during injection." The operator changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".